Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In remotefe, no error was found that would indicate that the fault had occurred in the field on the port clutch. Upon visual inspection, found port clutch button to be stuck when pushed that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axes controller spar connector (acsc) printed circuit assembly (pca) was aba tested and was verified to be the source of the fault.

Event description:
It was reported that after a da vinci-assisted surgical procedure, port clutch button sometimes stayed stuck and the arm was free to move. The robotic coordinator tried to inspect and clean around the port clutch. The procedure was completed with no reported injury.